Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. The patient reported they still felt stimulation, but was told it had to be replaced after 5 years. The patient stated that if they moved their body in a certain way ¿when they lay down in a certain way they felt it kind of like a little jolt, nothing that hurt them, they were just aware of it¿. The patient reported it started a couple of months ago, but didn't remember which month. The patient reported it was still helping their symptoms but also noted they were taking medication as well as using the device. The patient stated that the device ¿worked well, it¿s a good product¿. The patient was redirected to a healthcare provider. No further complications were reported.